Event description:
On (B)(6) 2012 customer reported the after replacement of the syringes on the dxc 800 pro instrument, glucose was failing calibration, and the reagent and sample probes leaked. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts determined that the cause of the event was a loose syringe. Customer tightened the syringe and this resolved the issue.

Manufacturer narrative:
(B)(4).